Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in-clinic and it was noted there were issues in interrogation; however, the second interrogation was performed without difficulty. It was also noted that remote transmissions showed false pause episodes due to intermittent undersensing. Programming change was discussed. A remote transmission is scheduled for september.